Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR.a customer alleged discrepant results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. No harm or treatment was indicated. 3 MDR's will be filed 1 for each patient.sample 1 and 2 generated positive results for sars-cov-2. Both samples were also tested on qiastat-dx respiratory sars-cov-2 panel (qiagen) and quantstudio5 amoydx® novel coronavirus (2019-ncov) detection kit which generated sars-cov-2 negative results. Patient 3 likewise generated a positive sars-cov-2 result but was determined to be near the limit of detection (lod) after an internal analysis by the customer.the customer indicated that the patient samples were collected in phosphate-buffered saline (pbs) which is not an approved collection media. Pbs could affect performance since it is a chelator and if it does not get removed fully during washing steps, it could inhibit the pcr. The abnormal amplification curves that were observed during review of the provided is likely due to the use of pbs by the customer.the method sheet of the product indicates: collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd¿ universal viral transport (uvt). Collect nasal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place into cobas® pcr media tube from cobas® pcr media kit. Collect nasal specimens using the cobas® pcr media uniswab sample kit or cobas® pcr media dual swab sample kit according to instructions.an investigation was performed which did not identify any anomalies or product issue. Investigation of kit lots 01116y and 01130z did not find any product problem. Amplification is observed at late cycles for 3 of the runs which correspond to the patient 1 and 2 samples observed by the customer. The results analyzed appear to be true positives and the discrepancies between the two tests is likely due to difference in technologies and its sensitivities.

Manufacturer narrative:
Investigation of kit lots 01116y and 01130z did not find any product problem.(B)(4)